Manufacturer narrative:
According to the facility the control syringe is coming off of the manifold. No additional information was provided by the facility after multiple attempts. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility the control syringe is coming off of the manifold.